Event description:
It was reported that the patient experienced an infusion set bent cannula issue on (B)(6) 2026 noted more than three hours after insertion and approximately eighteen hours of use which led to elevated blood glucose accompanied by nausea and chest tightness and was managed with infusion set replacement insulin delivery via the pump and a corrective manual insulin injection.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.